Event description:
I had my right ovary removed and surgical mesh implanted to repair a hernia in (B)(6) of 2012 by dr (B)(6) at (B)(6) hospital. A couple months after I began to have serious pelvic pain and constant uti. Numerous ER visit, CT scans and x-rays were taken. Finally in (B)(6) of 2013, I was hospitalized for the uti/kidney infection. The urologist looked back at CT scans and detected a kidney stone in the bladder that was a spec in (B)(6) 2012. As each CT scan taken showed the stone getting larger and larger. Her theory was that the mesh had eroded into the bladder and trapped the stone. In (B)(6) 2013, dr (B)(6) performed a procedure to break up the stone and inspect the bladder. After the stone was broken up, she could clearly see the mesh erosion and surgeon dr (B)(6) performed surgery in (B)(6) 2013 to dissect the mesh erosion part of the bladder. I was in the hospital for five or seven days. In (B)(6) 2013, I began having severe pain on my right side. In (B)(6), it was determined that I had a large cyst with a smaller cyst on my right side. Dr (B)(6) (surgeon) and dr (B)(6) (gyn), are coordinating schedules to do surgery again. Five dr's have consulted and they all believe the mesh is at it again. Very frustrating and painful.